Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pocket had read, write error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) was informed that the station had been recovered and was fully accessible. There was no further action required as the issue had resolved prior to inspection. The system functioned as indented after the customer resolved the issue.